Event description:
Patient reported three events of infusion set tubing separating from the luer lock resulting in hospitalization. He indicated the most recent incident was on 5/04/06. Patient stated that he was hospitalized with blood glucose levels >600 mg/dl. He reported that at the hospital, he was treated with IV fluids to treat dehydration and insulin injections to reduce blood glucose levels. Patient indicated that as a result of the elevated blood glucose, he experienced vomiting, diarrhea, and muscle tightness. He stated that he discovered the separation as a result of smelling insulin and feeling wetness around the connnection. Product discarded and unable to be returned for evaluation.